Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "circuit occlusion" display and transducer fault alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.